Event description:
It was reported that the patient has had an increasing number of hi channels since (B)(6) 2010. In (B)(6) 2011 the channels 10-12 were all still hi. The patient's performance is hard to assess due to patient having autism. The audiologist reports that the child had to have this device repositioned due to originally being placed too close to the pinna. A CT scan shows that the electrode has migrated out of the cochlea a bit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(6).